Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she went to the emergency room due to high blood glucose levels. The customer stated that she was feeling sick and had a blood glucose reading of 478 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.